Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and successfully resuming insulin therapy.